Manufacturer narrative:
Device remains in situ and is not available for evaluation. Summary of investigation findings: no post procedure imaging that shows the occlusion is available. One angiographic image shows the implanted fenestrated device with the left renal covered stent in place. The covered stent appears patent with no evidence of occlusion, however there is no contrast present. Review of the order form from the physician and the fenestration layout drawing used to manufacture the device, confirms that the graft was manufactured according to specification. The work order is complete and correct. Renal occlusion could be caused by a number of patient and/or stent related factors. As imaging of the occlusion was not provided, the exact cause is unknown. From the information provided, it appears that patient anatomy most likely contributed to the occlusion, as it was stated that there was a posterior curve in the left renal, the icast stent was bent near the ostium and the physician thought that the occlusion might have been due to rotation of the graft on the longitudinal axis, but wasn't sure. There is no evidence that the device was not manufactured according to specification/physicians' order form or that other devices are affected. The IFU sent with the complaint device states that "occlusion of device or native vessel", "organ impairment/loss due to side-branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss)," and "renal complications and subsequent attendant problems (e.g., artery stenosis or occlusion, contrast toxicity, infarct, insufficiency, failure)" are potential adverse events. It also states that "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." Occurrence rate: (B)(4) affected products of (B)(4) sold between 27/01/2011 and 27/01/2016, for an occurrence rate of (B)(4). Device remains in situ and is not available for evaluation. Summary of investigation findings: no post procedure imaging that shows the occlusion is available. One angiographic image shows the implanted fenestrated device with the left renal covered stent in place. The covered stent appears patent with no evidence of occlusion, however there is no contrast present. Review of the order form from the physician and the fenestration layout drawing used to manufacture the device, confirms that the graft was manufactured according to specification. The work order is complete and correct. Renal occlusion could be caused by a number of patient and/or stent related factors. As imaging of the occlusion was not provided, the exact cause is unknown. From the information provided, it appears that patient anatomy most likely contributed to the occlusion, as it was stated that there was a posterior curve in the left renal, the icast stent was bent near the ostium and the physician thought that the occlusion might have been due to rotation of the graft on the longitudinal axis, but wasn't sure. There is no evidence that the device was not manufactured according to specification/physicians' order form or that other devices are affected. The IFU sent with the complaint device states that "occlusion of device or native vessel", "organ impairment/loss due to side-branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss)", and "renal complications and subsequent attendant problems (e.g., artery stenosis or occlusion, contrast toxicity, infarct, insufficiency, failure)" are potential adverse events. It also states that "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." Occurrence rate: (B)(4) affected products of (B)(4) sold between 27/01/2011 and 27/01/2016, for an occurrence rate of (B)(4).

Event description:
A patient of unknown age and gender underwent an abdominal aortic aneurysm repair for a type 1 endoleak on (B)(6) 2015. The procedure went as planned and the device deployed as expected. The physician stated on (B)(6) 2015 that the left renal had occluded.

Manufacturer narrative:
Device remains in situ and is not available for evaluation.

Event description:
A patient of unknown age and gender underwent an abdominal aortic aneurysm repair for a type 1 endoleak on (B)(6) 2015. The procedure went as planned and the device deployed as expected. The physician stated on (B)(6) 2015 that the left renal had occluded.